Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation, unit powered on with an unexpected flashing medtronic logo. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, motor assembly, and j7 connector. Isolate to electronic and motor stack. Test p-cap locked in place properly during testing. The following damages were also noted: cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary customer concern for cosmetic damage at battery compartment confirmed. Flashing medtronic logo confirmed due to corroded electronic assembly. Isolate to electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1884l . Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1884l was returned for analysis.